Manufacturer narrative:
Patient ' s date of birth: unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Perforation of vessels/death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. A spectranetics 14f glidelight laser sheath was used to begin the procedure but binding was noted in the subclavian/innominate region. A 9f tightrail sub-c rotating dilator sheath was then used to effectively advance through the binding; afterwards, the glidelight was used to successfully remove the ra lead. The physician was preparing to snare the rv lead when the patient''s blood pressure dropped. An effusion was noted via ice catheter and rescue efforts began immediately, including rescue balloon and sternotomy. An innominate perforation was discovered and repaired. However, the patient did not survive the rescue efforts. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.